Event description:
Additional information received reported that the reporter did not know what the cause of the lead breakdown was; it was noted that the lead was actually town. Additional information received reported that the patient cared for his elderly father who the patient frequently picked up. It was noted that the patient also was an active and robust man.

Event description:
It was reported that the patient had a loss of stimulation and had lost all therapeutic effect. The patient had to undergo x-rays and inconveniences but nothing was evident except that there were very high impedances of 40000 on all electrodes on the lead. During replacement, a large fracture was detected when removing the lead. The old product was replaced with a new product and surgery and hospitalization were required as a result of the event. The reporter noted that there was an impedance testing and a reprogramming performed. The issue resolved and the cause was determined to be a broken lead. The reporter noted that patient symptoms included pain at the lead location.

Manufacturer narrative:
Product ID 399945, lot# v874026, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 37754, serial# (B)(4), product type recharger. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found that the lead distal end conductor was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.